Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of implantable pulse generator (ipg) system, patient's right ventricular (rv) lead dislodged from the septal wall. Device interrogation check also showed loss of capture and under seeing on the rv lead. One week later the rv lead was revised. No patient complications have been reported as a result of this event.